Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.152g/10pcs. No sample was returned for investigation. Photo was provided. Blue lint was found on the glove. According to our supplier, the or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process and cutting process, the suction process was added before product's final folding and workers do it according to standard operation procedure requirement, linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces), in the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Doctor reported after drying hands with cotton towel pwtb04-stm from the femoral angiography pack san30afmmf during an interventional cardiology procedure he noticed his gloves had blue lint. No adverse event was reported. No further information was provided when requested.